Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("pain during sex") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal rigidity ("stomach feels tight") and cervicitis ("inflamed cervix"). The patient was treated with surgery (after tubes (salpingectomy) and uterus (hysterectomy)). Essure was removed. At the time of the report, the dyspareunia and cervicitis had resolved and the abdominal rigidity outcome was unknown. The reporter considered abdominal rigidity, cervicitis and dyspareunia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dyspareunia, abdominal rigidity, cervix inflammation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from social media: reporter information updated. Event hysterectomy was replaced with dyspareunia and event cervix inflammation was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal rigidity ("stomach feels tight"), cervicitis ("inflamed cervix") and tooth disorder ("dental issue ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (after tubes (salpingectomy) and uterus (hysterectomy)). Essure was removed. At the time of the report, the dyspareunia and cervicitis had resolved and the abdominal rigidity and tooth disorder outcome was unknown. The reporter considered abdominal rigidity, cervicitis, dyspareunia, tooth disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dyspareunia, abdominal rigidity, cervix inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: social media reporter added. Fu 4 and fu 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal rigidity ("stomach feels tight") and cervicitis ("inflamed cervix") and was found to have weight increased ("weight gain"). The patient was treated with surgery (after tubes (salpingectomy) and uterus (hysterectomy)). Essure was removed. At the time of the report, the dyspareunia and cervicitis had resolved and the abdominal rigidity outcome was unknown. The reporter considered abdominal rigidity, cervicitis, dyspareunia and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dyspareunia, abdominal rigidity, cervix inflammation. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: weight gain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('pain during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal rigidity ("stomach feels tight"), cervicitis ("inflamed cervix") and tooth disorder ("dental issue ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (after tubes (salpingectomy) and uterus (hysterectomy)). Essure was removed. At the time of the report, the dyspareunia and cervicitis had resolved and the abdominal rigidity and tooth disorder outcome was unknown. The reporter considered abdominal rigidity, cervicitis, dyspareunia, tooth disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dyspareunia, abdominal rigidity, cervix inflammation. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "dental issues" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and abdominal rigidity ("stomach feels tight"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy and abdominal rigidity outcome was unknown. The reporter considered abdominal rigidity and hysterectomy to be related to essure. The reporter commented: this case cross referenced with main case number 2017-033703. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.